Manufacturer narrative:
Zoll personnel tested the autopulse platform at the customer site, and no device malfunction was observed. The root cause for the reported complaint was due to user error. Training on proper usage of the device was provided to the customer. Since there was no device malfunction, the customer will not be returning the autopulse platform to zoll for evaluation, and no service was required to be performed by zoll.

Event description:
During the patient use, when the autopulse platform (B)(4) was switched to the continuous compressions mode, the platform would compress several times and then stop with the "realign patient" error message. After repositioning the patient, the platform performed compressions for 10-15 seconds and stopped again with the "realign patient" error message. The crew immediately performed manual CPR. No consequences or impact to patient. Per a reporter, the zoll representative provided the training to the crew members as the issue was determined to be a user technique on incorrectly placing the lifeband on the patient.